Event description:
It was reported that during a da vinci s nephrectomy procedure, the monopolar curved scissors instrument was dull. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was placed on an in house system for a latex cut test. The instrument's scissors did not cut cleanly through 0.006 latex. One instrument blade exhibited some indentations along the blade edge. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had two scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Electrical continuity test passed. Evidence not conclusive, but blade and main tube damages may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.